Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition that the device was heating up was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had a seized bearing, the moving parts did not move smoothly, did not function, had component damage and failed pre-test for check the saw blade screw coupling, check for mechanical free movement, check general function in running mode and check the oscillation frequency with the frequency meter. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products and therapy dates: saw blade device, unknown. Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. UDI: (B)(4).

Event description:
It was reported from (B)(6) that following an unspecified surgical procedure, it was observed that the saw attachment device heated up and the saw blade device was not attaching properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.